Manufacturer narrative:
Product event summary: no anomalies were found with the programmer. Analysis found the programmer shut down immediately when the rf (radio frequency) head was used; the wires of the rf head were damaged and caused a short circuit if the rf head was used. Analysis previously found the cable bay was cracked, the display assembly made a rattling noise (loose screw inside the display), ECG (electrocardiogram) connector was loose, and the left keyboard hinge was cracked. It was noted error was found in the programmer software updates.

Event description:
It was reported the programmer shut down unexpectedly. The programmer was returned for service. No patient complications have been reported as a result of this event.